Manufacturer narrative:
Additional manufacturer narrative and/or corrected data, corrected data: the initial manufacturer report inadvertently did not include. Review of the available programming and diagnostic history.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Attempts to have the product returned for analysis were made but the product has not been received to date.

Event description:
It was reported by the nurse that the vns patient¿s device revealed high lead impedance on both system and normal mode diagnostic testing at a follow up visit. The patient was referred to a surgeon to have the device replaced. The patient subsequently had surgery on (B)(6) 2014 where the lead and generator were replaced. Attempts for additional information have been made, but no further details have been received to date. Attempts will be made to obtain the explanted devices for evaluation.